Manufacturer narrative:
The suspect computer was returned and evaluated. During professional hardware diagnostics (phd) testing the computer restarted and returned to phd setup screen. Restarted the phd testing and same thing happened again. Suspect power supply overheating problem.

Event description:
A medtronic representative reported that the synergy cranial 2.2.5 software unexpectedly exited to a black screen and then to the launch applications menu. This occurred toward the end of the case. They were in the navigate task but not actively navigating instruments. The site relaunched the synergy cranial application and the patient registration data was still there. They proceeded to complete the case utilizing the navigation system. No delay to case or impact on the patient outcome.

Manufacturer narrative:
Patient weight was unavailable from the site. The computer was replaced in the system in the field. Computer returned 12/26/2013 for in house testing, but testing is not yet completed.